Event description:
Emergency medical tech responded to a pt complaining of chest pains. The device was connected to the pt with disposable defibrillation/ECG electrodes and a bp cuff for monitoring ECG and blood pressure. The pt was being transported to the hosp when they went into cardiac arrest and the device alarmed check pt. According to the reporter, when the analyze button was pressed the device alarmed motion and would not analyze the pt's rhythm despite checking device/pt connections and pulling the ambulance off to the side of the highway in attempts to stop the motion alarm. A backup device was called for and the ambulance met up with another crew and a paramedic who used a manual defibrillator. The pt was transported to the hosp e.r. Where they later died.